Manufacturer narrative:
D3: manufacturer zip/postal code: (B)(6), g1: MFR site zip/post code: (B)(6). The lot number was not provided by the study; thus, the UDI and other product specific information are unavailable.

Event description:
It was reported that the patient had abdominal pain, requiring prescription medication. The subject was enrolled into a clinical study on (B)(6) 2024. Pre-treatment macroaggregated albumin (maa) imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver was 400 gy; dose to total normal tissue was 20 gy. Lung shunt calculation was 17%. Therasphere treatment administration was performed on (B)(6) 2024. Therasphere administered to the liver was multiple selective through the femoral artery and two dose vials were administered; total administered activity dose was 1.611gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Dose to perfused liver was 1270 gy; dose to total normal tissue was 57 gy. Lung dose calculation was 0. On (B)(6) 2024, same day post index procedure, subject was noted with abdominal pain that radiates to back and dyspepsia. The pain was treated medically with oxycodone (5 mg/oral/as needed). Dyspepsia was treated with pantoprazole. On (B)(6) 2024, 40 days post index procedure, subject was diagnosed with elevated gamma-glutamyl transferase (ggt). No action was taken to treat this event.